Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer (fse) found the sipper valve was dripping and identified an issue with the measuring cell. The fse replaced the valve, pinch valve tubing and measuring cells. Adjustments and calibration was performed and instrument checks were successful. The customer ran calibration and qc with acceptable results.

Event description:
The initial reporter complained of a discrepant result for 1 patient sample tested for troponin t stat on a cobas 6000 e 601 module. The initial result was <0.010 ng/ml with a data flag on the cobas e 411 immunoassay analyzer. The sample was repeated on the e601 module with a result of 0.310 ng/ml. The customer repeated an aliquot of the patient sample on both the e411 analyzer and the e601 module and the results were both <0.010 ng/ml with a data flag. The initial result of <0.010 ng/ml with a data flag had been reported outside of the laboratory and was believed to be correct. The result in question from the e601 module was not reported outside of the laboratory. The troponin t stat reagent lot number was 48096301 with an expiration date of 31-jul-2021.